Manufacturer narrative:
(B)(4). The sample was unavailable for analysis; therefore, no evaluation could be performed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. Per baxter labeling, all printed pouches for disposable products intended for single use are labeled with the statement, "this device is intended for single use only." If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm during the initial drain on the homechoice (hc) machine, the home patient (hp) had reused single-use supplies. The hp only changed out the cassette for therapy. The technical service representative (tsr) asked the hp if they went through the ending therapy procedure when they changed out the cassette while attempting to troubleshoot, and the hp stated that they did not. The tsr explained the proper procedures and the need to change out the entire setup. The tsr advised the hp to disconnect again and start over with new supplies. There was no patient injury or adverse event associated with this report. Additional information was request but is not available.